Event description:
The patient was a 42 year old female admitted to the kaiser foundation hospital facility located at harbor city on january 17, 1992. The admitting diagnoses were myocardial infarction and deep vein thrombosis. Based on the patient's history and condition on the date of admission, the physician concluded that insertion of the green field filter was appropriate.following the manufacturer's instructions, the physician inserted the green field filter into the vena cava. After the green field filter was inserted into the vena cava, it did not open nor did it stay in place as designed.at the time of autopsy, the green field filter was found in the right ventricle of the patient's heart and was in the open position.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.